Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with a pulmonary embolism was implanted with an impella rp flex for mechanical circulatory support. The impella rp flex was placed and ran for six days till right ventricle failure improved. The pump did have low purge pressure that prompted purge bag replacement, and there was optical signal loss. The patient also had one unit of red blood cells infused during the support for low anemia .

Manufacturer narrative:
E4 revised selection as it was previously entered incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. The pump was not returned for investigation. Data log was not provided or could not be retrieved from the remote server. Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical information, including data logs. Purge pressure low: the cause of the low purge pressure issue was not determined without returned product investigation and sufficient clinical information. Device history review: the pump passed all the post sterile inspection checks.